Event description:
It was reported that after the completion of a right transcarotid artery re-vascularization (tcar) procedure, the patient had a stroke. Angiograms revealed a thrombosed stent. The physician explanted the stent and placed a patch on the artery. Upon follow up, it was indicated that the patient's condition was back to baseline. At this time, it is unknown if the reported failure is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported failure is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends and a supplemental MDR will be submitted if additional information is received.